Manufacturer narrative:
No injury has been reported with this concern at this time. Further follow-up will be performed as necessary.

Event description:
Dealer representative (B)(6) reports that after performing a laser procedure, the operator hit the auto switch button to have the unit return to the home position. On the way up the chair tipped and fell backwards. The patient, male, of average build and perhaps his age is in his 50's was not harmed and neither was the doctor. She (doctor) reported it touched her knee but was able to get out of the way of the tipped chair. The chair was at a 90 degrees when this incident happened. Also, the headrest on the chair was damaged. This chair is located at (B)(6) university.